Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. (B)(4) device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the rodding of the humerus surgery on (B)(6) 2016, the drill bit broke off inside the rod. Surgeon was free hand drilling in an angle through a screw hole in the rod and when he tried to force it through, the drill bit broke off. Surgeon was unable to retrieve the drill bit from inside the rod and it remained in the patient. Surgeon used another distal screw hole and drill bit to complete the procedure. There was five (5) minute surgical delay. Surgery was completed successfully without any other medical intervention required. Patient status reported as stable. There is no plan to remove the broken piece at this time. The rod was implanted in the patient. The broken drill bit is not available for evaluation. This is report 1 of 1 for (B)(4).